Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet, resulting in the ilet displaying bg run mode and absence of cgm data until re-pairing was performed; after re-pairing, cgm readings appeared and matched a contemporaneous fingerstick, and the user reported hyperglycemia with a highest glucose of 383 mg/dl without use of backup therapy or ketone testing and without medical intervention. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included temporary loss of automated glucose data until re-pairing, with the user continuing to monitor at home. Investigation included review of device alerts showing a pairing failed alert and verification of cgm function through successful re-pairing and accuracy check against a fingerstick. Investigation of this case revealed a transient communication pairing issue between the ilet and the dexcom g7 sensor that resolved with re-pairing, with no evidence of sensor inaccuracy after restoration. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication interruption during initial setup that was mitigated by re-pairing.